Event description:
The customer performed comparison tests with the freestyle meter and results were 163 and 128 mg/dl. Precision blood testing was done at the time of the initial call and the results were out of range.